Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the unknown surgery, when doing 1st firing, noted the spring push rod was out, released the firing trigger, the spring rod returned back the shaft. Removed the plate and suture from the patient. The complaint device is not being returned, therefore unavailable for a physical evaluation, however three photos were provided. Upon visual inspection of the photos, it was observed that the shaft is out of the applier needle. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photos, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, at the moment when it was going to be deployed; the spring that returns the shaft may have been unattached, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.,according to the information provided, it was reported that during the unknown surgery, when doing 1st firing, noted the spring push rod was out, released the firing trigger, the spring rod returned back the shaft. Removed the plate and suture from the patient. The complaint device was received and evaluated; visual inspection reveals that both plates were deployed. The plastic sleeve was removed to verify the integrity of the applier needle, the applier needle is in good shape, no structural anomalies that can interfere with the correct deployment could be found. The suture was returned, however, the plates were not returned. The device was opened to find the pusher shaft tip, however it was not returned. The customer provided two photos, which are showing the device while it was deployed, the third photo shows the device out of the patient's body with the spring pusher detached. A manufacturing record evaluation was performed for the finished device 6l60692 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection, this complaint can be confirmed. The investigation was performed by the manufacturing department with the following results: an in-process control has been performed on (B)(4) chosen randomly by a certified operator and have been inspected. The result of this in process control is pass, none of the (B)(4) parts were not conformed. According to (B)(4) rev 4-pfmea truespan product manufacturing process, the potential occurrence of having a deformed needle has been evaluated to 0 over 228151 in 2019, 2020, 2021 per work instruction corresponding to defect over parts . The presence of a deformed needle is already identified in the pfmea. Effect of having a deformed needle has been evaluated in the work instruction by combining probability and severity levels. With a ratio of (B)(4) and is ranking 1 (= improbable and negligible). This risk is acceptable. A complaint research, with the same defect did not show another case with this issue from 2019 to now with the items reference (B)(4). No nr was found during the research. Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The bounding is limited on this part as the complaint analysis shows that there is no other occurrence of such defect for this batch, the batch before and the batch after. A manufacturing investigation activity has been performed to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There has been a closer look on the in-process controls. The results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the document reviewed. A possible root cause can be attributed to a weakness in the spring pusher-shaft assembly. However, this cannot be conclusively determined. Its been confirmed that the product is 100% visual inspected, also, the personnel involved in the process are completely certified in their activities. According with the investigation results, we can conclude this issue to be an isolated case. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the unknown surgery, when doing 1st firing, noted the spring push rod was out, released the firing trigger, the spring rod returned back the shaft. Removed the plate and sutrue from the patient. The complaint device is not being returned, therefore unavailable for a physical evaluation, however three photos were provided. Upon visual inspection of the photos, it was observed that the shaft is out of the applier needle. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photos, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, at the moment when it was going to be deployed; the spring that returns the shaft may have been unattached, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the spring push rod on the truespan 12 degree peek device was out at the first firing and returned back the implant when the firing trigger was released; therefore, the implant was not deployed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.